Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient had their controller exchanged due to low voltage alarms, however as they were getting up the controller began alarming for low speed advisory. Internal driveline damage was suspected as the cause of the issue. X-rays were submitted for analysis. The patient lead was repaired approximately 4 inches from the exit site. After the patient returned to grounded power and moved, there were noted pump stops. Short to shield with noted fractures to internal portion of driveline was determined to be the reason for the pump stops. Due to these issues, the patient underwent a heartmate ii (hmii) to hmii pump exchange on (B)(6) 2022. The old equipment was sent back for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of all wires which would have contributed to the reported low speed operation events observed within the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 3¿ from the pump housing and the remaining distal portion of the driveline measured approximately 35¿. The pins of the controller connector appeared unremarkable. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outlet elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The patient underwent a distal-end driveline replacement on (B)(6) 2022. The returned portion of driveline measured approximately 19¿. The replaced portion of driveline was tested for electrical continuity in the condition that it was received and revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was carefully disassembled to evaluate the underlying wires, and microscopic examination of the underlying wires revealed a breach in the insulation of the green wire approximately 15.5¿ from the controller connector. Slight kinking of the green wire was observed in this area. The breach and kinking of the green wire were consistent with mechanical damage; however, a specific cause for the damage could not be determined. Slight kinking to the orange wire was also observed in an area approximately 1¿ away from the green wire kinking. The remaining segments of all wires from the replaced portion of driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The portions of driveline returned with the pump were tested for electrical continuity in the condition that they were received and failed due to an electrical connection between the metal braided shield and the brown, red, and green wires. Additionally, there were increased resistance values between the black wire to all other wires. The portions of driveline were carefully disassembled to evaluate the underlying wires, and microscopic examination of the underlying wires revealed breaches in the insulation of all wires in an area approximately 11-13¿ from the pump housing. Additionally, a breach in the black wire was observed within 0.5¿ of the pump housing. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, contributing to the low speed operation events observed within the submitted log files while the patient was operating on the power module. Additionally, if any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, also having the potential to contribute to the low speed operation events observed within the submitted log files. Incidental findings: the yellow alignment markings printed on the driveline metal connector showed partial wear, partial separation of the distal-end bend relief from the controller connector was observed on the replaced portion of driveline, and damage to the silicone jacket was observed on the replaced portion of driveline. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6) and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU, "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms (including low speed alarms) and the appropriate actions associated with them. The heartmate ii patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.